Event description:
It was reported that an ilet user experienced hyperglycemia after announcing a usual breakfast, with the caregiver later indicating the user likely consumed additional unannounced carbohydrates (potato chips) after the meal; the device was functioning after recent backup therapy and reconnection, and no device alarms were reported. Symptoms included hyperglycemia up to 380 mg/dl. Outcomes included self-management with monitoring and downward glucose trend without medical intervention. Investigation included product technical support review and user troubleshooting education regarding meal announcements and potential incorrect meal type or unannounced carbohydrate intake. Investigation of this case revealed use-related factors consistent with underestimation of carbohydrate intake and subsequent postprandial hyperglycemia, with device performance appearing as intended. It was concluded that the event was attributable to user-related factors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.